Manufacturer narrative:
H3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b4- "03-nov-2019" should be corrected to "04-nov-2019" in the initial MDR. G4- "03-nov-2019" should be corrected to "04-nov-2019" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -6.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted. It was reported that the patient requested the lens removal. In the reporter opinion the cause of this event was patient related factor. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.